Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor noted a tear so removed it during the initial procedure. There was patient contact but no patient harm. The surgery was completed the same day.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is broken in the gusset area (not returned). A small piece of the optic is broken off of the optic in the gusset area of the broken haptic. The broken piece of optic is adhered to the optic by solution. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of a qualified cartridge and handpiece. The file indicates the use of a non-qualified viscoelastic. The reported lens damage was observed. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/company cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).